Event description:
Procedure type: eye surgery. According to the reporter: indication for op retinal detachment. Procedure started as plombage op under general anesthesia, suture tore apart several times by using needle holders, also other complications: op had to be changed to cataract-op and a synthetic lens had to be implanted. Op extended 7 hours. Patient injured. No blood loss, irreversible damage of tissue, no part fell into cavity. Sutures broke during fixation of the plombage and also afterwards at the several trials to fix fathom not only due to the breaking of the suture new procedure: cataract-op and vitrectomy (ppv). There were also difficulties on patients side responsible for the change to cataract-op. The synthetic lens was implanted because of the breaking sutures; the own lens was defect afterwards. Irreversible damage of the tissue was due to not enough stable tissue anymore for fixation due to the ripped fathoms. Patient status: decompensated callus.

Manufacturer narrative:
(B)(4).